Manufacturer narrative:
A lot code was not provided by the consumer. However she did state it was a regular absorbency product. Device history record could not be reviewed therefore no investigation on documents and records could be performed. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Information from this incident will be included in our product complaint and MDR trend analysis. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
Consumer stated she is a long time user of u by kotex® security® tampons. She explained upon removal that the tampon did not elongate, but rather it seemed as though the tip broke off of the remainder of the tampon and the string was still attached. She believes that she was able to remove all of the tip part and did not seek medical attention as of this writing.